Event description:
The customer reported the device shut down while in use. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information requested, pending patient information.